Event description:
During orif of lt elbow guide pin cannulated (synthes) placed after reduction of fracture. Put in over guide pin c/arm. X-ray showed that a piece of guide wire was sheared off and in soft tissue. Guide pin removed to verify, piece of sheared metal left in pt.